Event description:
The pt activated a pod at 3:30am on (B)(6) 2013, and went back to bed. At 6:30am, he woke up vomiting, with "high" blood glucose (>500mg/dl) and large ketones. He took a 6 unit manual bolus and was taken to the emergency room because of the ketones. At the emergency room, he was given intravenous insulin. At the time of the call, his blood glucose was 110mg/dl. When the pod was removed, there was blood in the cannula, but no bleeding at the infusion site.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia and emergency room visit. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and, "if your reading is above 500mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It also warns, "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod."